Manufacturer narrative:
Maintenance information was reviewed with the office and maintenance sheets were sent. Bearings/bears are worn and gritty in the drive assembly and shaft, poor water spray and contains a medium amount of debris.

Event description:
The handpiece became hot and burned, the patient's inner cheek in the corner of the lip. The burn was a second degree burn with dimensions of one centimeter by two centimeters high. The handpiece was used as a retractor. Patient was given oris mouth rinse.